Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they were experiencing high blood glucose level and air bubbles in the tubing. Blood glucose level at the time of the incident was 528 mg/dl. Customer has treated with bolus but the blood glucose has not come down. Customer's spouse stated there could be air bubbles in the tubing. Customer declined troubleshooting for high reading and infusions set issues but was assisted with bolus delivery and infusion set change. Blood glucose was 494 mg/dl towards the end of the call. The insulin pump was not replaced or returned for analysis.